Event description:
The heart wave displayed on the defibrillator becomes distorted whenever the motorola two-way radio (used by emt personnel) is keyed. Additionally, when the defibrillator is charged (and in the synchronization mode), keying the radio may cause the defibrillator to discharge. Pg 9 (general info) of the operator's guide for the defibrillator (under the category of "electrical isolation and shielding") clearly states the monitor and display are "input protected against high voltage defibrillator pulses and radio-frequency interference."